Event description:
Rv lead fracture suspected lead integrity alert (lia) triggered impedance 1000 ohms, noise noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).